Manufacturer narrative:
Potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post rk eyes might yield inaccurate refractive measurement. Upon further information obtained from the customer, the surgeon did not say there was a problem with the system, but the patient¿s vision was not as corrected as he hoped. The patient requested an explant and the lens has since been changed. Since then, additional surgeries were performed with the system without further issue. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon did not get good readings from the system during the procedure. The patient experienced visual disturbance and visual discomfort. The initially implanted intraocular lens was explanted and a new lens was implanted. Additional information received states that there was a misunderstanding concerning the systems readings. The surgeon noted that there was no problem with the system but that the patient's vision was not as corrected as intended and the patient wanted a change in the lens.